Manufacturer narrative:
Product event summary: the console was not returned. Data files and the field service engineering report (fser) were reviewed and analyzed. The data files confirmed that the system notice indicating that the refrigerant delivery path was obstructed (50011) occurred at injections 1,2,4,6 and 9 with the testing catheters. Also, there was high temperature above 30 celsius at multiple ablations. Per fser, repeated system notices indicating that the refrigerant delivery path was obstructed (50011) were caused by an error by the usb drive. The usb drive was replaced. In conclusion, the reported system notice indicating that the refrigerant delivery path was obstructed (50011) and temperature issue were confirmed by the field service engineering (fse). The console failed the inspection due to a defective usb drive. The console was tested and deemed appropriate for clinical use after repairs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, a system notice had occurred indicating that the refrigerant delivery path was obstructed. Troubleshooting steps were provided and the tank in the console was replaced without resolve. The procedure was aborted and the patient was under general anesthesia. No patient complications have been reported as a result of this event.